Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient presented with a seroma two months following the incisional hernia repair and a recurrent hernia three months later. The patient was returned to surgery at which time the bowel was found adherent to the mesh. The bowel was perforated during adhesiolysis. The patient required ICU hospitalization.